Manufacturer narrative:
Due to the new information received on may 13, 2021 this event has been reassessed as not reportable. Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h10: additional narrative.

Event description:
The customer confirmed that the abutment fractured and not the screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported a screw fracture.